Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the screw driver broke off during pedicle screw installation in the right l5 pedicle. The broken piece was able to be removed from the wound. The screw installation was completed using alternative instrumentation. There was a minimal delay to retrieve the broken piece, but there were no reports of patient injury associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was examined. The tip was found to have been fractured off; the complaint is confirmed. A definitive cause of this issue cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.